Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at post procedure follow up, high threshold and no sensing were observed. X-ray showed lead dislodgement. Lead was explanted.